Event description:
The complaint is reported as: the spring wire guide was stuck inside the catheter when removing and "the coil spring was derail". The wire was pulled out. No intervention required. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide assembly for analysis. The catheter was not returned. Signs-of-use in the form of biological material was observed on the guide wire. Visual examination revealed the guide wire is unraveled from the distal weld and has multiple kinks/bends in the guide wire body. The distal end of the core wire is broken and protruding out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. Despite this, the weld was still attached to the coils. Both welds appeared full and spherical. The broken core wire measured 683 mm in length, which is within the specification of 678mm-688mm per the guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.85 mm which is within the outer diameter specification of 0.838mm-0.877mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also states, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide was stuck inside the catheter when removing and "the coil spring was derail". The wire was pulled out. No intervention required. No patient harm reported. The patient's condition is reported as fine.